Manufacturer narrative:
(B)(4) DHR review was performed. Device was 26 months old and is not out of box failure. Upon receipt, the device does not have power due to overheat. A definitive root cause cannot be determined device is used for treatment. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the battery did not provide power due to an overheat issue. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported.